Event description:
It was reported that during a lap cholecystectomy, the bag tore in the patient after the device was placed in the patient and closed with the specimen. The specimen fell into the patient which was removed with another pouch to finish the case. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Torn bag. The analysis results of the pouch found that it was received with the suture cut. During evaluation the bag was torn at the bottom end (not at the seams). The torn portion was stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are: remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.